Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a fall which damaged the atrial lead. It was further reported that no sensing of p waves is present. The device was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.